Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3240, UDI: (B)(4), serial:n/a, batch:5636036.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on one of the occipital leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information received indicates that surgical intervention took place where in the left lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. As received, the lamitrode lead had all three internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.